Event description:
This product is a diagnosable falope-ring band applicator kit. It was used on the pt. It was loaded on the back table with fallopian rings. The product would not load the 2nd fallopian ring.